Event description:
A 45-year-old female pt admitted for d&c hysteroscopy, laparoscopy, bilateral tubal ligation. Procedure uneventful until trocar was inserted and blood was returned. Laparotomy performed and bleeding controlled until vascular surgeon arrival. A repair of a through and through puncture wound of the left iliac vein was performed with a 650 cc blood loss. Pt reacted in recovery room and was transferred to an acute care hosp in stable condition.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.